Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy after a fall. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
A patient experienced ineffective therapy/ high impedance after a fall was reported to abbott. As a result, the lead was explanted and replaced, addressing the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.